Event description:
The suspect device result was 348 mg/dl. They took their oral meds. They retest and the result was 369 mg/dl. They went to the hospital and their glucose was 71 mg/dl on a hospital meter. Controls were not used. They had used expired test strips. The device was replaced and requested to be returned for evaluation.